Event description:
On 10/07/1999 attempted to place pt on hemodialysis. Catheter had crack in venous connection port where catheter connects to blood lines. Unable to dialyze with hemodialysis device. Concern exists for potential of infection, potential for air embolus and/or potential blood loss from this cracked area, especially if clamps fall between cracked site and the pt. This is the 25th vascath optiflow catheter which has experienced a crack. Pt required to undergo replacement catheter procedure.